Event description:
Revision of left knee components due to infection. Primary due date of surgery was (B)(6) 2013.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.